Event description:
It was reported to the MFR that a vns pt has been experiencing pain in her left ear not associated with stimulation. The pain was random in occurrence but was constant for that period of time. There was fluid found in both ears when the pain started for which the pt was placed on antibiotics, and the pain resolved. After a second course of antibiotics was completed, the pain returned. The pt was then put on another course of antibiotics and the pain returned again. The pt's ent physician believed the pain was related to vns therapy, even though the pain was not associated with stimulation. The pt is being scheduled to see the surgeon that implanted the device for a consult. Good faith attempts to obtain additional info regarding the reported event have been unsuccessful to date.